Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed the guidance of tandem technical support, which included removing the cartridge, delivering a 9-unit bolus, and loading a new cartridge with proper technique. The bolus was completed successfully, and the customer was able to resume insulin therapy, resolving the issue.